Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user didn't use the device for 1 year due to a problem with the external device. When he received a new audio processor channels with abnormal impedances were found. Further technical checks are considered but no date has been scheduled yet.

Event description:
The user didn't use the device for 1 year due to a problem with the external device. When he received a new audio processor channels with abnormal impedances were found. Further technical checks are considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further tests are planned but no date has been scheduled yet.